Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer attempted to load a new cartridge and subsequently received a malfunction alarm. During troubleshooting with tandem technical support, the malfunction alarm was cleared, the cartridge was successfully loaded and customer received an accurate fill estimate, and resumed insulin delivery. Customer's blood glucose level ranged from 144 mg/dl to 182 mg/dl.